Event description:
A customer complained after observing two non-reproducible, higher than expected vitros troponin I es results from two different patient samples run on a vitros 5600 integrated system. Patient 1: 0.129 ng/ml vs expected 0.019 ng/ml patient 2: 0.611 ng/ml vs expected 0.016 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported from the laboratory and no allegations of patient harm were made as a result of these events. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros troponin I es results were obtained from two different patient samples run on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument related issue, as within-laboratory precision testing was unacceptable. Following completion of service actions the 5600 system was most likely returned to its expected performance. The investigation determined that pre-analytical sample handling could not be ruled out as a contributing factor; however, the vitros troponin I reagent could be.